Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a car accident and a high blood glucose of 220 mg/dl. The patient stated that her car hit a rock wall a couple of times before flipping upside-down; the customer had hydroplaned around a curve. The customer experienced soreness. Her car was completely destroyed. The customer was wearing the insulin pump at the time of incident. The patient treated her blood glucose by bolusing. The insulin pump passed the self test and displacement test. The insulin pump was not returned for analysis.